Event description:
The customer reported that the ventilator will not start-up. The field service engineer (fse) evaluated the unit and found 1003 error code internal temperature high at cpu. The customer reported there was no patient involvement.